Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as stent struts were reviewed beginning (B)(6) 2010. Date of implant estimated as 1 month prior to the 1st month follow-up of (B)(6) 2010. It is indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on literature review of oral abstract as-081 from the american journal of cardiology april 23-26, 2013 angioplasty summit abstracts (oral): "serial optical coherence tomography assessment of xience v and norobi stents at 1- and 6-months follow-up". (Shoichi kuramitsu, masashi iwabuchi, takenori domei, yoshio kazuno, soichiro enomoto, toru mazaki, makoto hyodo, shinichi shirai, hiroyoshi yokoi, masakiyo nobuyoshi. Kokura memorial hospital, kitakyushu, japan). It was reported that during a study to compare neointimal thickness via optical coherence tomography (oct) post implantation of 18 xience v stents in 12 patients and 12 non-abbott stents in 9 patients (14 out of 21 patients were male) between december 2010 and july 2011: *out of a total of 2,449 xience v individual stent struts reviewed 1 month post-implantation, 1.23% of the struts were malapposed. *out of a total of 3,133 xience v individual stent struts reviewed 6 months post-implantation, 0.94% of the struts were malapposed. There were no reported adverse patient effects. No additional information was provided.